Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys vitamin d ii assay (vit d ii) result for 1 patient sample tested on a cobas 6000 e 601 module. The serial number was requested but was not provided. The initial vit d ii result was >100 ng/ml. The patient sample was tested diluted with a vit d ii result of 20.25 ng/ml. The dilution factor was not provided. The patient sample was tested again undiluted with a vit d ii result of 26.90 ng/ml the erroneous result was not released outside of the laboratory. The vit d ii result of 26.90 ng/ml was deemed correct and was reported outside of the laboratory. There was no allegation of an adverse event. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
Request from FDA: in supplement 4 (1823260-2018-01655-04), it is stated: "after further investigation, it was determined that serum samples are not affected by the recall." If the issue described in the recall (i.e., preanalytical factors) is not the reason for the falsely elevated elecsys vitamin d total ii results, what is the cause of erroneous results observed with serum samples? Response from manufacturer: in general, pre-analytical sample handling issues may have an impact on sample quality and on the results obtained for both serum and plasma samples. For example, foam on the sample may result in erroneous pipetting and, thereby, lead to false results which are typically not reproducible. The recall was initiated due to roche's finding that the elecsys vitamin d total ii assay shows an increased susceptibility towards pre-analytical sample handling and quality for plasma samples. Serum samples did not exhibit this increased susceptibility. The investigation, in this specific case, did not identify a product problem and identified the most likely causal factor as a pre-analytical sample handling issue/ instrument maintenance issue impacting the quality of the sample. The field service engineer did decontaminate the instrument at the customer site and suggested that the customer update their centrifugation procedure to follow the centrifugation recommendations from the tube manufacturer. The customer has not had any similar issues to date.

Manufacturer narrative:
The initial vit d ii result of >100 ng/ml had a data flag present. The dilution factor for the vit d ii result of 20.25 ng/ml was a 1:2 dilution.

Manufacturer narrative:
The cobas e601 serial number was (B)(4). The field engineering specialist performed preventive maintenance and decontaminated the cobas e601. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Analysis of the analyzer alarm trace showed no alarms on the day of event.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall.